Event description:
It was reported that during a gastric sleeve procedure, the device was used in combination with the generator. The sealing quality was poor at multiple sites, with persistent bleeding and oozing of approximately 300¿400 ml observed after sealing and cutting. There were 11 good seals completed when most seals were not adequate, despite evidence of energy delivery and end tones being heard. No re-grasp alert or error message occurred during the procedure. The device was cleaned twice during the case. Although no blood transfusion was necessary, the surgeon had to spend considerable time re-sealing the 2-4 mm short gastric artery, which significantly extended the surgical time by approximately 30 minutes and increased the overall workload. The tissue being sealed was the greater omentum, with an approximate thickness of 5 mm. The procedure was completed using the same handle.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lf1837, blunt tip sealer divider lf1837 (lot#: 43090191x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the blunt tip device was used in combination with the generator. The sealing quality was poor at multiple sites, with persistent bleeding and oozing observed after sealing and cutting. Most seals were not adequate, despite evidence of energy delivery and end tones being heard. The surgeon had to spend considerable time re-sealing tissues, which significantly extended the surgical time and increased the workload. The tissue being sealed was the greater omentum, with an approximate thickness of 5mm. The procedure was completed using the same handle.

Manufacturer narrative:
Additional information: g3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the ligasure¿ blunt tip device was used in combination with the ft10 generator. The sealing quality was poor at multiple sites, with persistent bleeding and oozing of approximately 300¿400 ml observed after sealing and cutting. Most seals were not adequate, despite evidence of energy delivery and end tones being heard. No re-grasp alert or error message occurred during the procedure. The device was cleaned twice during the case. Although no blood transfusion was necessary, the surgeon had to spend considerable time re-sealing tissues, which significantly extended the surgical time by approximately 30 minutes and increased the overall workload. The tissue being sealed was the greater omentum, with an approximate thickness of 5 mm. The procedure was completed using the same ligasure handle.